Event description:
The facility representative reported an issue with the batteries. The event occurred during bio-med testing. The device was serviced on site at the customer's location. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the condition of depleted batteries was confirmed. The batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on-site.